Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3. A xtw lot: 40112r2061 was chosen for implantation. After deployment, the clip opened more than 10 degrees. The clip remained stable on the leaflets. No additional clips were placed. The procedure ended with mr reduced to trace.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided image was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. Xtw (lot: 20919r1013) was implanted successfully, reducing mr to grade 1. On (B)(6) 2024, the patient returned with recurrent mr grade 3 due to progression of the patient's disease. The original mitraclip remained stable on the leaflets and there was no tissue damage observed. A xtw lot: 40112r2061 was chosen for implantation. After deployment, the clip opened from closed to more than 10 degrees. The clip remained stable on the leaflets. No additional clips were placed. The procedure ended with mr reduced to trace. Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. Xtw (lot: 20919r1013) was implanted successfully, reducing mr to grade 1. On (B)(6) 2024, the patient returned with recurrent mr grade 3 due to progression of the patient's disease. The original mitraclip remained stable on the leaflets and there was no tissue damage observed.